Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A review of the DHR could not identify any deviations or nonconformities relevant to the issue. Reportedly, for this specific case, the device is cleaned as per the instruction for use. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received a report that a heater-cooler system 3t device was found to be contaminated with mycobacterium chimaera. The laboratory report confirming the reported issue has been provided. There is no known patient involvement.

Manufacturer narrative:
H.10: through follow-up communication livanova learned that the device was cleaned regularly per the instruction for use. The device was placed inside the operation theatre (or) during use with the fan directed towards the vent of the or at an estimated distance of 2-3 meters from the surgery field.

Event description:
See initial report.